Event description:
Adverse event(s): "nurse experienced rash." (Rash); "nurse experienced neck irritation." (Skin irritation). Product problem(s): "strange smell on the gown in the pak." (Device emits odor). The customer reported a nurse noticed a strange odor emitting from the surgical gown during use. The nurse developed a neck rash that she believes is from the gown, and her neck feels irritated. Additional follow-up info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable info becomes available. (B)(4).